Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after feeling dizzy. Upon review, the right ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. Patient presented for lead revision procedure. Physician was unable to completely pull out the lead. The lead was capped and replaced on (B)(6) 2018. Patient's condition was good post procedure.